Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that in a procedure the surgeon was registering on an mr. The surgeon attempted trace and three point several times and felt in accurate by a few millimeters. The surgeon then ordered a CT which was easy and accurate for registration. There was no patient impact and less than an hour of delay.